Event description:
It was reported that during an ablation procedure to treat an atrial flutter in the cavotricuspid isthmus (cti), an intellanav mifi open-irrigated catheter was selected for use. Catheter presented irrigation issues and had inaccurate temperature sensing. Catheter was taken out of the body to double check flow and nothing was occluded. Tried again and got same error. All pump settings were on right; however, pump was not increasing speed of irrigation when ablation came on. Unplugged and replugged all connections and replaced the pump; nevertheless, the issue persisted. It was decided to change the irrigated catheter for a intellanav mifi xp non irrigated catheter. After that, a "set power" error was seen on the maestro generator, even though power was already set. Finally, it was decided to switch out the pod and that resolved the problem. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.